Manufacturer narrative:
Per medical review - reportedly, surgeon observed a scratch on the single-piece silicone toric lens, upon insertion, and performed intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another toric lens was successfully implanted. According to the report from the facility, dated on (B)(6) 2015 the most likely cause of the event was user error during loading ( new technician in training). (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4)

Event description:
The customer reported the surgeon inserted an aa4203tl silicone single piece lens and observed, after insertion, a scratch on the lens. The lens was removed without any patient injury, no incision enlargement. Another same model lens was implanted. The customer reported the most likely cause of the event was due to loading/training error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method - lens work order search. Results - a lens work order search was performed and there were no similar complaints found within the work order. Visual inspection of the returned product found the lens torn into two pieces, with tears in the lens optic and both haptics. There was evidence of clear surgical residue. (B)(4).